Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through (B)(6) 2021. The image(s) was reviewed, and it can be seen that two of the three ball bearings are missing form the assembly. Additionally, nothing appears to be broken as the ball bearings are press fitted onto the instrument and no welds are present where they attach, instead it fell apart. As the instrument(s) was not returned; an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A review of the device history records was performed for the finished device lot number and two ncs (B)(4) were started. The (B)(4) was started for this lot due to a design change ((B)(4)). The parts were reworked according to rework order # (B)(4). The ncr# 200243 was started because a complaint # (B)(4) was received in (B)(4) from the european complaint handling unit (B)(4) on (B)(6) 2015. The subsequent manufacturing evaluation (B)(4) which was completed on february 2nd, 2015, confirmed the complaint as a production defect. The height of one of the three pins on the shaft of the blade inserter tfna art. # 03.037.024 was oversized which would prevent the guide sleeve #03.037.017 from mating. The specification is 11.75 ¿0.05mm, two pins were found to be conforming while one pin was out of tolerance at 11.96 mm. To investigate this error, a (B)(4) was started and the deviation was processed within the CAPA. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The ncs have no impact to the complaint condition. The raw material certificate was reviewed and the used material was according to the specification of the device.

Event description:
It was reported that, the helical blade inserted was broken in sterile processing. There was no surgeon or patient involved. It was noticed while assembling the set. The ball bearings on the end of the device are missing, minus one (1). This report is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).